Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the numbers are scrolling uncontrollably. Customer removed batteries and reinstalled them but the keypad problem persists. Customer's blood glucose was unknown at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for keypad anomaly but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad trace. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, and a cracked reservoir tube. No unexpected battery out limit alarm noted. No numbers ramping up on their own or scroll bar moving with no input noted.